Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing imaging. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular procedure. The procedure was completed as planned by moving cases to other room. It was reported to philips that system's image processing computer was unable to boot. Review of the logfile shows malfunctioning frontal ip-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and that ippc will not boot up. On further troubleshooting, fse found that power supply in the pc is not working. To resolve the issue, the fse replaced clarity ippc and recreated image store. The defective part was sent for analysis, for ippc failure was observed and the failed component was found to be failed power supply component, unit non-functional/dead. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.